Event description:
One day, when I used the neuromd pad (https://getneuromd.com/), I experienced immediate and severe skin redness. Within a few hours, I developed skin blistering, itching, and pain around my lower back area where the pad was applied. The healing process took two months, and I still have dry patches of skin and some scarring. I used the neuromd pads almost every day from (B)(6) 2023 until (B)(6) 2024, when the allergic reaction occurred quite suddenly.